Manufacturer narrative:
Device identifier # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review could not be performed since lot number or catalog number was not provided. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra representative reported on behalf of the customer that the plunger cap of the a2114 mayfield infinity xr2 skull clamp became loose and the two (2) pieces were separated. There was no patient harm and the unspecified procedure had a minimal delay. Additional information has been requested.